Event description:
It was reported that a user contacted support after a supply change in which an insulin pen cartridge used for the ilet bionic pancreas was older, followed by a blood glucose value of 218 mg/dl and no device alerts; the user was advised that correction dosing had initiated and to monitor glucose. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical treatment beyond routine self-management, and no hospitalization. Investigation included user troubleshooting and education regarding insulin supply handling and monitoring of blood glucose. Investigation of this case revealed an unclear cause of hyperglycemia with a potential contribution from use of an older insulin cartridge; no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.